Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the patient had a blood glucose (bg) of 33.3mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged display issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the black box shows seven consecutive cs-054-0000 alarms on (B)(6) 2016 beginning on 17:24; insulin deliveries resumed at 18:16. The last basal delivery was on (B)(6) 2016. Pump boots to verify screen with no alarms. The pump was exercised for 24hrs with no cs or eaw¿s duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the internal components was observed. The complaint was verified in the history but could not be duplicated during testing. The audio bolus button cover is missing on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).